Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, drive motor anomaly and damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. Customer advised the motor seemed sluggish and the issues remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or drive/motor anomaly noted during testing. The motor was tested outside of the unit and passed. Device was monitored for 1 day. No charge/battery anomaly, unexpected weak battery alarm, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using care link. No damage noted on the lcd glass. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).